Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided photographic and video samples, a leak was observed from the replacement line connected to the y connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed in prismaflex m100 set. The replacement line was noted leaking solution during priming. There was no patient involvement. No additional information is available.